Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was no longer working. They received a power error detected alarm and the insulin pump powered off. They changed the battery a few times but they were unable to get it back on. The customer¿s blood glucose level was 165 mg/dl. Troubleshooting was performed. It was noted that the customer had previously called to report a power error detected alarm. The device will be replaced and returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with power error alarm due to connector resistance issue.